Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory. External insulation abrasion breaching the outer insulation was noted at 9.5 cm to 10.0 cm from the connector pin consistent with lead to can abrasion. The cause of the reported event was isolated to this lead to can abrasion.

Event description:
It was reported that during an upgrade procedure unrelated to this event, noise was observed on the ra lead. The lead was explanted and replaced. Patient was stable prior, during and post procedure with no adverse event.